Manufacturer narrative:
The long bipolar grasper instrument was received and failure analysis found the instrument to have a fully broken grip cable at the grip hub. There was discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components on the instrument.

Event description:
It was reported that while dissecting normal soft tissue during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, a cable on the long bipolar grasper instrument broke. The instrument had been in use for about 30 minutes when this occurred. The broken, protruding cable tore the surrounding tissues. A backup instrument was used to continue the procedure. It is unknown what intervention(s) was performed as a result of the tissue injury or how the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the long bipolar grasper instrument for failure analysis evaluation. Therefore, the cause of the cause of the customer reported failure mode cannot be determined. A system log review did not reveal any system errors that would have caused or contributed to the reported event.